Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump alarmed insulin flow block. Customer tried all remedies. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
On (B)(6) 2021 the customer alleged the insulin pump having has insulin flow blocked alarms. Thus software was utilized and downloaded trace/history files properly. Device passed the displacement test, self test, rewind test, prime/seating test. However, failed basic occlusion test and unexpected insulin flow blocked alarms noted during testing. In further full review in the device history found multiple insulin flow blocked alarm (fault number = no delivery (7)) on (B)(6) 2021 19:36:54. During a bolus delivery. Device was cut open to perform visual inspection and no component or moisture damage on the electronic assembly, motor assembly and force sensor. The force sensor offset measured within specific range during testing (26.2 milivolts). The motor was tested outside of the device on the stb3 and passed. Device had scratched case. The device p-cap / test reservoir locks in place properly and no anomaly noted. In conclusion, device received insulin flow blocked alarms noted during testing and in the trace/history files, problem isolated to be electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.